Event description:
The customer reported that the agilia infusion pump screen was blank when the device was turned on. There were no adverse reactions reported during the use of the device. The device was returned for further evaluation. The device was received and the evaluation of the event log found an instance of error 43 (lcd failure communication). The display board was replaced which resolved the blank screen problem. After repair, the device was found to meet specification.